Event description:
It was reported that the device was alarming with no screen during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the battery door was cracked upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as when powering up the device, the reported alarm constantly displayed. Root cause of the reported issue is unknown. It is recommended to replace the microprocessor unit (mpu) board. Reviewed the device history record DHR for job 4227651 which included the reported serial number. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.